Event description:
Event description guidant received information that during a follow-up visit, this right ventricular lead exhibited loss of pacing and sensing. In a lead revision procedure, x-ray images confirmed ventricular perforation with the tip of the lead extending well outside the heart shadow. The physician elected to pull the lead back into the heart instead of completely removing it from the patient. The lead was then surgically abandoned and successfully replaced with a new guidant lead.